Event description:
The hospital reported that three 7 mm extended length endoscopes were cloudy. The hospital intends to return the products in question. Refer to MFR report #2242352-2013-00076 and 22423252-2013-00077 for device 2 and 3.

Manufacturer narrative:
The devices have not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the devices. A supplemental report will be submitted if the devices are received. (B)(4).